Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a coronary sinus dissection occurred during attempted contrast infusion into the coronary vasculature for venogram imaging. It was not abundantly clear to which product the dissection was attributed. The products were scrapped and the patient received a dual chambered system instead of a cardiac resynchronization therapy (crt) system. No further patient complications have been reported as a result of this event.